Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a horizontal anatomy with aortic valve angle measured as 57 degrees. During the procedure, at 80 percent and release, the valve was at a depth of 2mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). The valve was able to be implanted resulting in valve embolization above the annulus. A snare was used and pulled above the sino tubular junction (stj). A 26mm, non-abbott balloon-expandable valve (bev) was implanted. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a recovering condition.